Manufacturer narrative:
Two samples were returned for evaluation. Each sample was opened and insulin syringe removed. The needle shield (cap) was removed and needle cannula inspected for cleanliness and straightness. Needle cannula was then engaged within the needle-pro device per instructions for use (IFU). No issues were observed with either returned sample. Each needle cannula was observed to be straight and engaged into the needle-pro device without issue. The customer stated, "the nurse went to recap the needle and it bent back and stuck her", which suggest that attempts were made to place the needle shield (cap) back onto the syringe to cover the used needle. The IFU instructs to use the needle-pro device (not cap) following the procedure, and describes the proper method of engagement. If the cannula inadvertently became bent during use, the IFU instructs the correct procedure to follow in that event. The IFU instructs the user not to attempt to straighten the needle or to attempt to engage the needle within the needle-pro, but to discard it immediately into a sharps container. Another potential cause for a bent needle is the use of excessive force when engaging the needle within the needle-pro device. The IFU warns against using excessive engagement force. Based on the results of this investigation the complaint could not be confirmed.

Event description:
According to reporter, upon withdrawal of the needle it was observed to be bent; therefore needle could not be captured in the safety mechanism. No adverse effects to user reported.